Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: b1, h3, h6.

Event description:
Healthcare professional reported "suspected rupture of the left breast implant visible in ultrasound, lack of breast consistency". Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "suspected rupture of the left breast implant visible in ultrasound, lack of breast consistency". Device was explanted and replaced with another manufacturer's device.